Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that her insulin pump was malfunctioning. She stated that she would have to press esc several times to stop insulin from being delivered. The customer stated the problem was recurring, leading to several calls for the paramedics. The customer's blood glucose was 15 mg/dl. The customer stated, she had taken glucose from the paramedics. She also stated the paramedics had given her too much glucose as her blood glucose rose to 500 mg/dl after she had taken a nap. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to monitor the insulin pump and call back if the issue persists. No additional information provided.